Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the customer received a motor error alarm. Customer's blood glucose level at the time 294mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform functional testing due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump as minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.